Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the detect position louver cover was missing. There was no patient present at the time of the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000564, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Additional information: update to initial reporter. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.